Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a baxter-employed nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. The patient was treated with fortum (200mg immediately, IV), fortum (200mg, every day, IV) vancomycin (750mg loading dose, ip), maxipime (1g loading dose) and maxipime (250mg per exchange, ip). Dianeal therapy was ongoing as was remedial therapy with fortum and maxipime. The patient's outcome was unknown. Concomitant medications were not reported. The nurse stated that peritonitis was not related to dianeal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.